Event description:
Burn hole in the pad right at the connection.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.